Event description:
Lgc had a right hip replacement with a bi-metric latz 9x125 -r-hip size mm x 125 mm model x11-180309 and a m2a magnum pf cup 54 model us15854 on (B)(6) 2009. The hip never functioned properly in that there was pain in the hip area and balance issues. She was given a shot for bursitis, which eased the pain for a short length of time. The pain continued and she complained of the hip coming out of the socket and of a grinding noise. She went to see another surgeon in (B)(6) 2011. She was told of problems with metal on metal hip and was ordered to have a blood test and an MRI. The blood test showed high levels of cobalt and titanium. The MRI shows an abnormal amount of fluid outside the joint and deterioration around the socket. She is scheduled to have the ball and socket replaced with a plastic lined one on (B)(6) 2012. The metal on metal joint never worked and has restricted her movement and caused her pain since it was implanted.